Event description:
It was reported to philips that the system had a boot up/power-up problem. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system software had crashed. The fse reloaded the system software. After the system software had been reloaded, the system was returned to use in good working order. The codes were updated based on the investigation outcome.